Event description:
A complaint was received regarding a v60 ventilator that reportedly could not be powered on, was inoperative, and displayed a proximal pressure sensor failure, with error code 1007 reported by the customer. An on-site service visit was requested to assess the device and determine any necessary repairs. It was confirmed that no patient was connected to the device at the time the issue was identified. The device had been in use prior to the failure and was subsequently restricted from clinical use. The manufacturer¿s field service engineer (fse) was dispatched to the site and confirmed the reported issue. During diagnostic and service activities, the following components were replaced in an effort to resolve the issue: cpu printed circuit board assembly (pcba) (gen 2, sw 3.00), power management printed circuit board assembly (pcba) (gen 4, pic 1.30), and data acquisition cable (da to mc printed circuit board assembly (pcba), 2nd gen). Following replacement, the error message was cleared, and the device successfully passed all required performance verification testing in accordance with philips standards. The unit was subsequently returned to service. At this time, no further action is required. If additional information becomes available, the complaint will be reopened and reviewed accordingly. Based on the information provided and service performed, it was confirmed that the unit did not meet product specifications at the time of the event. It was determined that a failure associated with internal electronic components impacting the proximal pressure sensing function was the most likely cause of the reported issue. The reported inability of the device to power on is consistent with the presence of error code 1007, which is associated with a failure within the proximal pressure sensing circuit. As a safety measure, the device is designed to inhibit normal operation when this fault is detected.